Event description:
On (B)(6) 2019, a 25mm biocor valve was implanted. On (B)(6) 2019, twenty days after implant the device was explanted due to endocarditis and regurgitation. The device was replaced with another 25mm biocor valve.

Manufacturer narrative:
An event of device explant due to endocarditis and regurgitation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 25mm biocor valve was implanted. On (B)(6) 2019, twenty days after implant the device was explanted due to endocarditis and regurgitation. The device was replaced with another 25mm biocor valve. The patient remained hemodynamically stable.